Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. During the procedure, while attempting to explant the right atrial (ra) lead, it was noted that the lead was unable to be removed. The lead was partially explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
New information received noted that the right atrial (ra) lead was explanted due to infection. The physician did not state that the infection was related to any procedure and was not related to any abbott product.